Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an motor alarm, system alert alarm, and motor over temp alarm. The patient was switched to a backup motor. There were no adverse consequences reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The reported event of motor alarm: m4, system alert: s3, and motor over temp: m6 alarms was not confirmed. The returned centrimag motor (serial number (B)(6) ) was functionally tested by the ppe department and on 01jun2020 and was found to perform as intended throughout all testing. Atypical events, including the reported alarms, were unable to be reproduced. A full functional checkout was performed, and the motor was returned to the customer site after passing all tests per procedure. The root cause of the reported alarms was unable to be conclusively determined through this analysis. He 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, including m4, m6, and s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.